Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation, patient had blurry distance vision. The lens was removed and replaced with another monofocal lens in a secondary procedure. The clinical reason for explant was residual nearsightedness with astigmatism. Additional information was requested, but no further information is available.